Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found partial lead was returned with the connector portion in one piece, measuring 7.2 cm. Lead insulation degradation at 4.5cm to 4.6cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.